Manufacturer narrative:
Corrosion was noted on the driveshaft and a sample was taken from the device.

Event description:
The micro reciprocating saw was sent for eval because it was overheating and spitting out a black substance during a procedure. No adverse event was associated with the device; the procedure was completed with a readily available spare device without any clinically significant procedure delay.